Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with arrythmia recall on the central nurse's station (cns). Arrythmia recall is a feature that shows arrythmia historical data. They stated that this has affected patient care as the doctors were using it to check on what the patient had. For example, if they had low heart rates and cannot access data and print. The real time alarms are not reporting correctly with all tones and banners coming across. Full disclosure was functioning and is a feature which displays arrythmia and other historical data. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that they are having issues with arrythmia recall on the central nurse's station (cns). Arrythmia recall is a feature that shows arrythmia historical data. They stated that this has affected patient care as the doctors were using it to check on what the patient had. For example, if they had low heart rates and cannot access data and print. The real time alarms are not reporting correctly with all tones and banners coming across. Full disclosure was functioning and is a feature which displays arrythmia and other historical data. No patient harm reported.